Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports the gauze is fraying, causing debris.

Manufacturer narrative:
Submit date: 01/29/2016. The complaint report indicated that a returned sample was expected and 10 vistec sponges were received for evaluation. The visual of appearance of the sponges were within specification; however, when the product was shaken there was debris consisting of short fibers. The device history record (DHR) review could not be performed because a lot number could not be provided by the customer. All DHR's are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The potential cause could occur during the cutting process; short fibers may develop as a result of a miss cut by the blades. This can produce short fibers that give the gauze the presence of fraying. A formal corrective and preventative action (CAPA) has been opened to address similar issues as the one described by the customer. This issue will be reviewed during the monthly report out for the factory. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.